Event description:
It was reported that while using bd conventional needle, the needle head was not airtight, thus allowing insulin to leak. This occurred 10-12 times; however, there was no report of patient impact. The following information was provided by the initial reporter: "caller reported the needle head was not airtight and allowing insulin to leak. There is no specific damage to the needle rather it would not lock into being airtight. Number of occurrences: 10-12. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Was the syringe/needle reused?: no. Product with issue: bd 26 g, 3/8" needle, pn 305110. Product lot #: 0115778. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? No. Resolution: caller successfully filled a cartridge with insulin. No further tandem follow up is required."

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0115778. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.